Event description:
It was reported that the suture bullet tip broke off during the procedure. The surgeon was performing a cystocele anterior repair with vault suspension. A competitor's device was used to complete the procedure. The pt did not require any additional procedures.

Manufacturer narrative:
Bard has attempted to obtain additional info without any success. The actual sample remains in the pt. The device history record was reviewed finding nothing that could cause or contribute to the reported issue. The mfg process was reviewed and found that the suture is received from an external supplier who certifies that the product met all specification requirements. We will continue to monitor the field performance of this product to identify emerging trends. (B)(4).